Event description:
It was reported that the customer lost consciousness and was taken to the emergency room (ER) via ambulance and was subsequently hospitalized with a blood glucose (bg) level reported as "high". Prior to going to the ER, the customer consumed carbohydrates. In the ER, the customer was treated with intravenous saline and insulin. The customer was release from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low"; however, a specific bg value was not provided. The bg meter reading was unknown. As a result of the basal suspension, customer's blood glucose (bg) level rose to "high"; however, a specific bg value was not provided. This level of inaccuracy does not present significant medical risk according to the parkes error grid. System check confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Event description:
It was reported that the customer lost consciousness and was taken to the emergency room (ER) via ambulance and was subsequently hospitalized with a blood glucose (bg) level reported as "high". Prior to going to the ER, the customer consumed carbohydrates. In the ER, the customer was treated with intravenous saline and insulin. The customer was release from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the issue was attributed to inaccurate sensor readings displaying the customers bg was low. System check confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.